Event description:
Health care professional (hcp) reports 14 cracked venous headers. Two were noted during pt use. New disposables were used to continue the pt treatments without incident. Twelve were noted during visual inspection of the dialyzer prior to reprocessing. All dialyzers were reused, exact number of reuses unknown. The hcp reports no pt injury or need for medical intervention.